Event description:
The user facility¿s biomed reported that the impella automated impella controller (aic) has a purge sprocket potentially off plane. The aic was removed from service. There was no reported patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. Data review: console logs were partially consistent with what was reported in the complaint. Numerous consecutive imc-ahp errors were observed in a portion of the imc logs which is indicative of the purge cassette having issues being detected by the console. Device analysis: console was tested after arriving. The purge motor sprocket was determined to be properly aligned after inspection of the console and a purge cassette was able to be inserted into the purge assembly without any issues while testing on an engineering lab bench. Conclusion: after inspecting the console's purge assembly, it was confirmed that the purge motor sprocket was not 'off-plane'. The purge motor sprocket was determined to be properly aligned. The cause of the issue could not be determined due to the inability to reproduce.